Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Anesthesia control board assembly with tubing and fitting and kit plate connector carrier board assembly were replaced to resolve the issue.

Event description:
The hospital reported a system malfunction error preventing mechanical ventilation. There was no report of patient involvement.